Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, e1 event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. One kink was observed on the catheter tubing 73.6cm from the iab tip. The extender tubing, three way stopcock and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 21cm from the iab tip measuring 0.025in/0.063cm length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, condensation may appear around the leak site from the air and water during the leak test preformed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that before the bypass surgery, a trans ray plus 35cc balloon was inserted and treatment began; but immediately after the start, an automatic filling error sounded and blood reflux was observed, so the balloon was removed. No harm reported.